Event description:
The reporter contacted animas on (B)(6) /2013 reporting that the pump is having issues. There is no additional information at this time. This report is being made due to the unusual product issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.